Event description:
It was reported that this right ventricular lead experienced fracture. Due to this, this lead exhibited high out of range pacing impedance measurements, loss of capture and high capture thresholds. Replacement of the lead was considered, however the procedure has yet to be performed. This lead remains in service. No further adverse patient effects were reported.